Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Symptom/ae: none. It was reported that the trained physician performed arteriotomy closure after an unspecified procedure using a starclose device. The physician reported that the device was difficult to remove. The physician pulled the device free and there were no patient adverse effects reported. Hemostasis was achieved by the device. No additional information available.